Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during arthroscopic rotator cuff repair, while the surgeon was using the electrode (228146), s/he found that a part of the white ceramic tip had chipped. The fragment was removed. The device was received and evaluated. Visual inspection revealed a small hole on the ceramic tip. There was no visual damage to the cable, the connector and the shaft. The suction tube is darkened due to had blood residues. Therefore, the device was sent to the supplier for further evaluation. . Supplier evaluation result for coolpulse 90 electrode without hand controls: the device has not been returned in its original packaging. The ceramic is fully intact with no evidence of a chip. The active tip is rounded suggesting a long period of use and it was not retained and could be removed. The active tip is in a used condition, with evidence of debris on and in the active tip. A closer inspection of the suction port in the active tip of the device shows evidence of debris. Also, surgical residue visible in suction tube. There are not visible damage to the device shaft, handle, cable or plug. Supplier summary: the complaint claimed that part of the ceramic had chipped and subsequently needed to be retrieved during the procedure. The device was returned, and inspection could not identify any damage to the ceramic. The electrical and functional test was not performed due to device damage. Further investigation established that the active tip was no longer retained and could be removed. It is therefore believed the customer retrieved the active tip rather than a section of ceramic. The active tip was rounded suggesting a long period of activation. It appears that the suction tube has eroded at the juncture between itself and the active tip, allowing the tip to become dislodged. There is a section of the active suction tube missing which has not been returned for evaluation. Similar instances of these types of failures have been observed historically. A manufacturing record evaluation was performed for the finished device [u1808048] number, and no non-conformances were identified. The complaint failure mode confirmed. The failure mode seen is consistent with other complaint devices investigated under CAPA which is open to investigate the occurrence of active tip failures in the field.  At this point in time, synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. While the surgeon was using the electrode (228146), s/he found that a part of the white ceramic tip had chipped. The fragment was removed. The procedure was delayed less than 30 minutes. There was no harm to the patient. The device was the first use when the issue occurred. Additional information received from the affiliate reported further details could not be provided.